Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation, omsc found that the junction between the operating pipe and the operating wire was broken. The basket wire was deformed. There was no abnormality in the brazing condition of the junction between the operating pipe and the operating wire. The outer diameter of the operating pipe and the operating wire was found no irregularities. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past a year from delivery date of the subject device, there were no irregularities. Based on the past similar cases, it was known that the breakage of the junction occurred due to the excessive force applied to crush a calculus. The deformation of the basket wire might have occurred due to a load when crushing the calculus. The instruction manual of the device has already warned as follows; *do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. During lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. It was reported the subject device was broken and it was incarcerated. The physician crushed the calculus with the emergency handle. The intended procedure was completed with another device. There was no further patient injury reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".